Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, he was experiencing a low blood glucose reading of 64 mg/dl and the threshold suspend on the insulin pump didn't trigger. Customer treated his low blood glucose with juice. Customer was feeling dizzy to the point she couldn't stand. Customer stated she has been experiencing low blood glucose for one day and the threshold suspend feather on the insulin pump wasn't working. The customer's sg reading was unknown. Troubleshooting was performed and the customer was advised how the threshold suspend feature worked. Customer is not returning the insulin pump for analysis.